Event description:
It was observed that during the device evaluation, the rigid scope exhibited a distal end burned and impurities inside the device were found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the distal end is burned. The most likely cause is that the distal end was damaged by exposure to high temperatures. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.